Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. It was stated that the customer was vomiting and dehydrated, and the customer received no delivery alarms for more than 12 hours. Troubleshooting was performed. The time, date, basal rates, and the bolus wizard were correct. The drive support cap appears to be normal. Instructed the caller to run a manual prime test and the insulin did exit. Advised the spouse to call back when the tubing clamp arrives. The caller mentioned that the screen and the reservoir compartment were cracked. Advised the husband to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.